Manufacturer narrative:
The customer's system alarm trace, calibration and qc data, and sample pre-analytical handling information were requested but not provided. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received a low questionable elecsys hcg + beta test system result for one patient tested on a cobas e 411 immunoassay analyzer. The patient's initial hcg result was reported outside the laboratory. The customer performed repeat testing with the sample. For initial and repeat testing, the customer aliquoted the sample into a sample cup. On (B)(6) 2021 and at 21:45, the patient's initial hcg result was 0.100 miu/ml with a data flag. The patient's barcode label was wrapped around the sample cup. On (B)(6) 2021 and at 12:25, the patient's repeat hcg result was 3121 miu/ml with a data flag. The customer determined the repeat result was correct. The hcg reagent lot number was 470489 with an expiration date of 30-sep-2021.